Event description:
The facility reports the cnas were lifting the resident from the wheelchair into the bed when the hanger bar separated from the lift arm. The roll pin had sheared.

Event description:
The facility reports the cnas were lifting the resident from the wheelchair into the bed when the hanger bar separated from the lift arm. The roll pin had sheared.